Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
Inlay wear . [Customer]

Event description:
Inlay wear. [Customer].